Manufacturer narrative:
The device has been discarded and is unavailable for investigation. No non-conformances were found after an analysis of production records. Pericardial effusion is a potential clinical risk associated with the use of the acqcross device, which is the same as the risk of a procedure performed with similar, competitive devices. Device not sold in the us.

Event description:
It was reported that during a cryo ablation procedure when the left inferior pulmonary vein (lipv) was ablated, the patient's blood pressure dropped. The patient developed hemodynamic instability. An ultrasound was performed and it showed that there was blood in the pericardium. The blood was drained with pericardiocentesis and the case was aborted. It was noted the patient was not under general anesthesia. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event. After following up with the representative, no specific observations or complications were noted at the time the patient's blood pressure dropped. Additionally, the physician could not provide a rationale or identify a specific device as the cause of the event.